Event description:
Customer created an imrt plan for a brain tumor and one of the objectives was for the left lens (ptv was also on the left side). The max dose for the left lens was max 500 cgy/30 fractions. After finishing the plan, the customer evaluated several plans (not all of them imrt) in pa. The max dose in the ce showed 460 cgy. However, when looking with the floating dose tool in pe, the dose reached out to 800 cgy in the left lens.